Event description:
It was reported the patient experienced shocking in his stomach and it made him nauseous. It was stated that stimulation was rather high in order to cover the patient¿s pain. It was further stated that when stimulation was decreased, shocking persisted. It was added that the shocking happened since implant. There was no indication of any falls or trauma. Additional information received reported that the patient needed to be reprogrammed. It was stated that impedance tests were done on the date of implant and all was functioning properly. The manufacturer representative was to contact the patient to verify an appointment was made. It was later reported that the patient was able to make an appointment. The patient was reportedly advised to decrease stimulation or turn it off until he could meet with the manufacturer representative.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot# unknown, implanted: (B)(6) 1994, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 7495, serial# (B)(4), implanted: (B)(6) 1994, product type extension. (B)(4).